Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with cut inlet tubing and sample port connector. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with difficulty. The balloon was dissected to find that the inflation notch was not cut, which could cause both difficulty inflating as well as failure to deflate. This does not meet the specification as "inflation lumen notch not to penetrate drainage lumen and must be properly formed, in addition no nicks are allowed." A potential root cause for this failure could be "missing notch perforation/ notch marked only and flash still attached to the piece". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter." Corrections: d, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon difficult to inflate on the way to inject the water. Also, stated that the water injected to the midway was unable to drain from the foley catheter balloon. Per follow up via ibc on (B)(6) 2020, it was unknown how the catheter was removed. There was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon difficult to inflate on the way to inject the water. Also, stated that the water injected to the midway was unable to drain from the foley catheter balloon. Per follow up via ibc on 25 sep 2020, it was unknown how the catheter was removed. There was no impact to the patient.